Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. The physician elected to make any programming changes and will continue monitor the patient only. The patient¿s condition is fine after the event.